Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was not returned for analysis. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the performance of the band. Should the product be returned, a follow up report will be filed at completion of the analysis.

Event description:
Medtronic received information that this annuloplasty band was abandoned after implant due to regurgitation (grade 3).